Manufacturer narrative:
The distributor has been contacted to clarify what is meant by "issues with insulin dosing and changing values in the pump." This information has not been received at the time of this report. The pump has not been returned to animas. If the information is received and/or the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the down arrow button responded intermittently. It was further reported that this alleged malfunction caused "issues with insulin dosing and changing values in the pump." There was no report of an adverse event.